Event description:
Customer called to report that the unicel dxc 600 synchron system displayed a 'reagent low in glucose cup' error and found fluid on the cover beneath the cc (cartridge chemistry) sample probe. Customer performed maintenance prior to the event and encountered difficulty with the autoloader after failing to prime the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) instructed customer to shutdown the instrument and to remove its racks. Customer checked the system and verified that the sample syringe was securely in place. Customer then observed during troubleshooting that there was liquid near the glucose cup connector. The cts then generated a service request.

Manufacturer narrative:
On the day of the event, the field service engineer (fse) examined the system, but found no evidence of any active leaks. The fse then verified instrument performance to ensure that the issue was resolved. The root cause of the leak could not be identified. Customer has not called back to report any further issues relating to this event. (B)(4).